Event description:
The rptr stated that she had gotten the er1 message, retested and got a result of 347 mg/dl. She said she tested again later with a hi reading, and, sometime later, a reading of 277 mg/dl. She stated that she didn't seek any medical treatment, nor did she make any changes to her medication.